Event description:
Report two of two incidents received of a tubing "rupture" while in use with a power injector. It was reported that the patient went to the radiology department from the emergency department with a primary IV of 0.9ns infusing. The patient was having a CT of the abdomen and pelvis. The power injector tubing was connected to the distal clave port of the primary line. The power injector was set to deliver 100ml of contrast at a rate of 2ml/second. It was reported that immediately after the start of the infusion, the tubing "ruptured" just distal to the clave port. There was no bleed back or blood loss. The tubing set was changed and the infusion resumed with no further problems. There were no reported adverse patient effects. Additional information was requested, but no further information was provided.